Manufacturer narrative:
The reference (B)(4) has been alloated to this case by rayner. The event description provided states that the surgeon identified that the lens was upside down prior to it entering the eye and therefore discontinued injection of the lens. The surgeon discontinued use of the iol and a back-up lens was prepared for use; however, a further incident occurred during use of the back-up lens (see MDR (B)(4)). Surgery was completed with a third lens; however, surgery was prolonged as a result. The healthcare facility has confirmed that there was no harm/injury to the patient. The rayone hydrophilic acrylic preloaded iol injection system IFU "use of rayone" section "fig 7" includes the statement "in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". Our review of production records for the rayone emv toric rao210t batch 073218397 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 26th august 2024, rayner received notification from a healthcare facilty in australia of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the surgeon identified that the lens was loaded upside down prior to it entering the eye necessitating use of a back-up resulting in prolonged surgery.